Event description:
The complainant reported that foreign material was found inside the barrel of an inject 10 syringe. It was reported that the material was in the fluid path, below the plunger of the syringe. The material was found during preparation for a procedure.

Manufacturer narrative:
Foreign material was found on the black tip of the syringe plunger. The material was found to be in the fluid path. The material was teal green in color. It did not resemble any component materials in the merit medical kit that was used. Conclsusion: no conclusion can be drawn. It is possible that the syringe was contaminated during aspiration, using a device not manufactured by merit medical. However, the origin of the foreign material could not be determined and no conclusion can be drawn.